Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed visual inspection and found sensor cannula retracted inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the transmitter did not flash green when connecting it to the sensor. Customer's blood glucose was 114 mg/dl. Troubleshooting was performed and it was determined the sensor did not have a sensor cannula on the sensor. Customer agreed to return the sensor for further analysis.